Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 16-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the ferrule on the peeking tube was not seating correctly. Fse replaced the ferrule on the peek tubing, moved it to position 6 of the injection valve, and adjusted the flow rate. Fse then ran quality controls (qc) and the results were within acceptable range. The g8 instrument was performing as intended, no error or leaks. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 15-dec-2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. In chapter 3: assay operations, under other items to check states: check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The most probable cause of the reported event was due to defective ferrule on the peek tubing.

Event description:
On (B)(6) 2018, customer reported getting 101 pressure low error on the g8 instrument. Technical support specialist (tss) conducted troubleshooting with the customer and found the g8 also has a leak from the peek tubing fitting area. Tss had customer tighten and then loosen the fitting, but the leak and error persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.